Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the snare became embedded in the target polyp. The cautery was reported to be "greater than 10 plus." A second snare was used to resect the polyp in a piecemeal fashion, thereby freeing the first snare, and the procedure was then completed with another sensation standard oval snare. It was reported there was no harm to the patient.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the snare became embedded in the target polyp. The cautery was reported to be "greater than 10 plus." A second snare was used to resect the polyp in a piecemeal fashion, thereby freeing the first snare, and the procedure was then completed with another sensation standard oval snare. It was reported there was no harm to the patient.

Manufacturer narrative:
Visual evaluation of the returned device found it to be cut into two pieces. Several kinks along the working length were noted. The complaint that the snare got caught in the target polyp could not be confirmed; the condition of the returned device rendered functional testing impossible. The most probable root cause of the reported event was determined to be operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and no deviation was found.